Event description:
It was reported that the lens was explanted postoperatively from the pt's left eye due to lens subluxation. According to the surgeon, subluxation was most likely caused by the pt's pre-existing condition of weak zonules. Another lens of different model was implanted successfully. The current pt's prognosis was reported as excellent.

Manufacturer narrative:
The customer has indicated that the lens was not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.